Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with insulin pump. The customer stated that she consumed sugars and her blood glucose level spiked up. The customer declined troubleshoot for high glucose. The insulin pump will not be returned for analysis.